Event description:
The customer obtained lower and higher than expected vitros vanc results from three different non-vitros biorad quality control fluids and a single patient sample using vitros vanc reagent on a vitros 5600 instrument. Biorad l1 vanc result: 9.89, and 9.92 ug/ml vs. An expected result of 6.74 ug/ml. Biorad l2 vanc result: 22.8 and 23.1 ug/ml vs. An expected result of 16.9 ug/ml. Biorad l: vanc result: 17.3, 39.8, and 40.6 ug/ml vs. An expected result of 27.7 ug/ml. Patient sample vanc result: <5.00 ug/ml vs. An expected result of 8.5 ug/ml. Biased results of the direction and magnitude observed could lead to inappropriate physician action. The lower than expected vitros vanc result obtained from the patient sample was not reported from the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation determined that lower and higher than expected vitros vanc results were obtained from three different non-vitros biorad quality control fluids and a single patient sample using vitros vanc reagent on a vitros 5600 instrument. The most likely assignable cause is an instrument related issue, as results from a within-run precision test were outside of acceptable guidelines, indicating the vitros 5600 integrated system was not performing as intended. Ocd field service returned the vitros 5600 system to acceptable performance. The investigation also determined that a possible transient vanc reagent issue could not be ruled out as a contributing factor.